Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The pt reported after wearing the pod on her abdomen for longer than 48 hours she noticed her site was red, itchy, hot and painful. The infection was spreading to other areas of her body where the pod was not worn. She went to see her doctor who confirmed the site infection and they proscribed her with cram and oral medication of cephalexin, doxycycline and neoporin.